Event description:
It was reported that the catheter was leaking/broken and was removed using loop snare. A percuflex nephroureteral stent was selected for use and was placed in the upper renal collecting system. During the procedure, the initial nephrostogram revealed leaking/broken catheter. The catheter fragments with foreign body was successfully removed using loop snare. No further patient complications were reported.